Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepancy results in 24 sample ids within only 2 batch runs # (B)(6) when tested with the kit cobas 6800/8800 sars-cov-2 480t. The customer provided 4 runs # (B)(6) of data, however 24 sample ids were only contained within only 2 of the batch runs #(B)(6). The customer reported that target 2 positive results generated within the batch runs #(B)(6). Repeat testing of the target 2 positive samples using the genexpert cepheid generated negative results. A review of the runs of data observed that batch runs # (B)(6) did not contain any alleged target positive 2 samples. The sample types tested were gargle samples in nacl. The recommended collection for specimen according to the method sheet is; collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Nacl is not one of the mediums listed as sample types. The sample types listed in the method sheet are nasopharyngeal, oropharyngeal and nasal specimen. Therefore gargle samples in nacl is not listed in the method sheet. The results were not reported to the patient and or/ medical personnel treating the patient. No indication of patient harm or injury. An investigation was conducted to evaluate the customer¿s allegation. Two batch mdrs are being submitted to represent batch runs # (B)(6). This will represent one event on a single device as per FDA guidance.

Manufacturer narrative:
No issues were found and the root cause is likely due to non-recommended sample collection/type used and contamination. In addition, if the 24 samples identified are generating true positive results, they are also likely generating titers that are beyond the lod of the cobas 6800 assay when tested with a non-roche technology. This would explained why the already low titers shifted even lower, to produce a negative result. (B)(4).